Event description:
It was reported by the patient that he has been experiencing shortness of breath with exertion since lifting a case of water several days ago, and questioned if it could be related to the ICD. It was further reported that the ICD and leads were "fine" upon physician review. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.